Event description:
Customer reported set came apart during use in the nicu. Male adaptor end came off. No adverse event occurred. Although requested, no other details available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of set coming apart was confirmed. The male luer lock was observed to be separated from the rest of the set and a crack was found along the male luer lock body. The crack in the male luer lock causes a failed locking mechanism that can result in a separation between the extension set and a connecting set, as well as the separation of the male luer lock from the luer pin. The root cause of the cracked male luer was not identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.